Event description:
Additional information was received from the rep reporting that a new setting was programmed and tried by the patient but the experience of the patient stayed the same. The impedance of the system has been measured in multiple positions but did not show any irregularities. Cause was not known. A small fracture of the lead or fluid in the header was suspected causing the complaint, but this cannot be confirmed by impedance measurements. The customer will discuss this case with their team. Probably they will replace the system. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) saw a patient due to increased complaints, the patient recently had a fall, and since then there have been changes in her stimulations. She has a tonic program with stimulations 100% in her pain area, but the stimulations now feel different than before (either too strong or not felt at all), it was noted stim efficiency was decreased. This was not the case before the fall. Additionally, the system showed an error code: 006 last week. An investigation with fluoroscopy has been performed: the tip is located at the upper edge of thoracic 8, nicely dorsal in the middle, there was no breakage and no displacement. The rep was wondering what the code meant and asked for additional troubleshooting steps, and technical services noted the code 006 for the model programmer that the patient had meant that a button was stuck somewhere or two buttons were pressed simultaneously. Regarding the change in stimulation after the fall, they recommended to measure impedances in different positions, and consider reprogramming. They also requested a session report from the rep. The cause of stimulation changes after the fall were not determined. It was unknown what troubleshooting was done to resolve any of the reported issues. There was follow-up planned for on (B)(6), and it was unknown if the stimulation issues were currently resolved.